Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the ipg was repositioned and was doing well after the procedure. The patient¿s weight loss was not device related.

Event description:
A report was received that the patient had weight loss and her ipg had flipped which caused difficulty charging. It was unknown if weight loss was device related or not. The patient will undergo a revision procedure wherein the ipg will be placed on a more stable position.

Event description:
A report was received that the patient had weight loss and her ipg had flipped which caused difficulty charging. It was unknown if weight loss was device related or not. The patient will undergo a revision procedure wherein the ipg will be placed on a more stable position.